Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. Corrected field: h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported 291 error could not be reproduced. Therefore, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the olympus esg-100, 100...120 v~ had no output, settings might have reset and had error 291. The issue was found during the therapeutic polypectomy that was completed with a similar. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed as the e291 error occurred. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.